Manufacturer narrative:
The results of the investigation were inconclusive based on the information available and the evaluation of the x-ray. The event appears may be due to the head and stem not being properly fixed during implantation. It is unknown if the patient followed surgeon's instructions for partial weight-bearing.

Event description:
The hip spacer head fractured away from the stem postoperatively. A revision surgery was performed and the spacer was replaced.